Event description:
Complaint was received via maude event report. The pt had 2 carotid endarterectomy so, they did not want to use the jugular for line placement. The subclavian vessel was being used to insert the line when the incident occurred. It was noted they were using an arrowgard blue psi kit. The risk manager has the one piece and the second piece removed from the pt is in pathology, she will try to obtain and send both segments back.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.